Event description:
I had a left total hip replacement on (B)(6) 2008. I received the depuy total hip system pinnacle 100 acetabular cup sz mm 56. Prior to surgery, I had groin pain which radiated into my groin and down my leg to my knee. I had pain when walking and weightbearing. After surgery, the pain went away but then in the fall of 2010 I experienced left hip pain again. My doctor did a hip aspiration on (B)(6) 2011 which showed elevated chromium and cobalt blood levels which caused deterioration of the bone leading to a total failure of the joint. I had to have a revision of my left total hip replacement on (B)(6) 2012 requiring add'l hospitalization. Dates of use: (B)(6) 2008-(B)(6) 2012. Reason for use: left hip osteoarthrosis. Physical therapy: (B)(6) 2012.